Event description:
Caller reported tandem mobi cartridge alarm, which caused the customer's blood glucose level to be displayed as "high," exceeding 500 mg/dl. Customer administered a correction bolus via the pump to address high blood glucose and did not require assistance from a third party. Technical support confirmed the cartridge alarm and determined the issue occurred during the load process and decided to send a replacement pump with updated software to the customer, who was advised to follow specific steps regarding sensor usage. Customer acknowledged and understood instructions, including returning the problematic pump to tandem within 10 days using a pre-paid label.